Event description:
It was reported that the device could not be interrogated due to lvad interference. Normal function and interrogation was observed following explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was interrogated on the bench and found to be normal. Lvad interference suspected.